Event description:
It was reported that due to recurring incontinence and suspected tissue atrophy under his cuff, the patient had his artificial urinary sphincter (aus) removed and replaced. It was noted that the patient had radiation therapy in 2019 and his recurring incontinence started in (B)(6) 2019. The original aus was implanted back in 2009. The level of the patient's incontinence prior to the aus device was 3 pads per day. Once the patient received his aus his condition was improved, but now after the radiation therapy his level of incontinence is back to baseline. The patient's current incontinence level after this surgery is not known yet.